Event description:
Customer reported twenty-seven (27) false positive results with the binaxnow covid-19 ag card on multiple dates in feburary on kitted nasal swabs. This report is for patient nine (9) of twenty-seven (27) and lot 176176 (total quantity 2). Patient was tested with the binaxnow covid-19 ag card on (B)(6) 2022 which generated a positive result. Repeat testing was performed with the binaxnow covid-19 ag card which generated a second positive result. Confirmation pcr nasal sample was collected the same day, placed in vtm, and transported via currier to a separate branch lab for testing (platform: perkinelmer) which generated a negative result. The patient was symptomatic. No serious injury, medical intervention or treatment decisions occurred as a result. Customer is performing tests in community organizations (cohort 1: k-12 schools including faculty).

Manufacturer narrative:
This report is for the repeat testing which presented a second false positive result. Related mrn for initial false result is 1221359-2022-02085. Investigation report: testing was performed in triplicate at abbott diagnostics (B)(4). On retained kit lot 176176 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-000 / lot 176176 and device part number 195-430h / lot 172634. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 176176 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4). Was unable to determine the exact root cause of the reported issue. Related MFR report numbers: 1221359-2022-02077 through 1221359-2022-02103.